Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial#: (B)(4), ubd: 07-nov-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) measurement showed a perimeter of 75.1 millimeter (mm) and a mean diameter of 24.1 mm. The physician decided to implant a 29 mm valve without pre-dilation. At the first implant attempt, the valve was implanted at a height of approximately 4 mm and released from the delivery catheter system (dcs). The dcs was unable to be removed, as the nosecone was caught on the edge of the distal frame of the valve. After several attempts, the valve dislodged out of the annulus. A 26 mm non-medtronic valve was implanted. The final result was successful, with no paravalvular leak (pvl) reported and good coronary perfusion. No additional adverse patient effects were reported.